Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were seen by a dentist. The dentist provided a letter of recommendation that states, the patient presented for an examination that found bilateral posterior open bite and significant mandibular crowding. The patient has been wearing the byte aligners for the past two years. The patient's occlusion has worsened and the aligners have not effectively addressed the dental concerns. The development of a posterior open bite suggests that the aligners have contributed to or exacerbated this condition, while the mandibular crowding indicates improper tooth movement. Other orthodontic treatment have been explored with the patient which offer a more controlled approach to correct the current issues. These alternataives are expected to provide the desired outcome with an optimal long term prognosis. It is in the best interest of the patient to discontinue the use of byte aligners immediately.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.